Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation attached to a viaflo bag and had moisture within the plastic bag that it was received in. The viaflo bag was detached, and a new bag was connected to the device for leak testing with no leak detected after more than 48 hours of observation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate was involved in a leak incident. This was observed during "coupling" of an antibiotic. The reporter stated that the leak was from between the vialmate and a viaflow bag (baxter product). There was no patient involvement. No additional information is available. This is report 1 of 3.